Event description:
Warming system placed on patient during surgical procedure and removed at the end of the procedure. The skin proximal to the location of the level 1 equator blower was reddened in an area the size of a grapefruit. It is believed the hose was connected to the blanket throughout the procedure, and the case was ~2hrs in duration. The patient's body was not touching the hose.

Event description:
Warming system placed on patient during surgical procedure and removed at the end of the procedure. The skin proximal to the location of the level 1 equator blower was reddened in an area the size of a grapefruit. It is believed the hose was connected to the blanket throughout the procedure, and the case was ~2hrs in duration. The patient's body was not touching the hose.